Manufacturer narrative:
H10: additional manufacturer narrative: updated h6. The root cause of the bent commissure could not be conclusively determined, but there is no evidence of a manufacturing defect.

Manufacturer narrative:
H11. Corrected data: based on the additional investigation, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause could not be determined at this time. A supplemental MDR will be submitted once product evaluation has been completed. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 23mm valve was opened but not used. As reported, the surgeon noticed that one of three posts of the valve was slightly bent. A second valve of the same size was used with a perfect result. The valve was returned for examination.

Manufacturer narrative:
H3. Device evaluation: customer report of bent commissure was confirmed. As received, valve was still attached to valve holder with all three green sutures intact at the cutting channels. From the side profile view, commissure 2 appeared slightly bent to the left toward commissure 1. X-ray demonstrated wireform intact. No other visible inconsistencies were observed on the valve and valve holder. H10. Additional manufacturer narrative: updated h3.